Event description:
It was reported when using the bd pyxis¿ medstation¿ es, the drawer had failed. The customer reported that the user was able to remove the medication from another station resulting in a delay in the dispensing workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, the drawer had failed. The customer reported that the user was able to remove the medication from another station resulting in a delay in the dispensing workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-mar-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5.1 had failed and was undetected on the bus. A field service engineer found the solenoid and plunger seized, and the plunger no longer fit inside the solenoid. A thermal event had damaged the retractor band and affected the pyxis module controller, prompting replacement of the solenoid, retractor band, module controller, and drawer controller. After reassembly, the station was powered on, the drawer was configured, and acceptance tests were successfully completed. No debris was found, and the drawer functioned properly in diagnostics and the application. The system functioned as intended after the field service engineer repaired the device.